Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer failed. A field service engineer removed all pockets manually from auxiliary 4.1/4.2 and then placed the new drawer into the chassis, reinserted the pockets and configured auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had broken drawer and failed to close. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.